Event description:
Caller reported a malfunction on the pump, possibly due to wearing it while in the pool. This issue caused the customer's blood glucose level to exceed 500 mg/dl, with the specific value unknown and displayed as "high." The customer took actions to address the high blood glucose by using a correction injection via mdi, and no assistance from a third party was required. Technical support assisted the caller with resetting the pump, and when the malfunction code recurred, it was decided to replace the pump. The customer will use mdi as a backup therapy, and technical support provided information about the replacement pump, ensuring it would be sent with updated software and available training resources. Additionally, instructions for returning the problematic pump were provided, and the caller acknowledged and understood the advice given.